Event description:
While placing the laparoscopic 5mm tenaculum forceps to the uterine fibroid, a 2.4 centimeter length by 3 centimeter width of the forcep tip broke off into patient abdominal cavity. A flat plate abdominal x-ray was ordered to identify tip location. Fluoroscopy was then ordered. Entire broken forcep tip successfully retrieved. No patient injury.